Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of noise. Provocation testing was performed and no noise could be reproduced. An x-ray taken showed no abnormalities. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.